Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, opening curved on radius and red particles. Leak test and microscopic analysis was performed which identified striated opening on radius. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.